Event description:
The problem occurred with the second corkscrew they used during the procedure, the first one went fine. The user inserted it a half turn, but it could not be inserted completely into the skin as the hub started turning. She had no grip on the needle anymore. Then, she tried to pull it out, but the needle did not come out due to lack of grip because of the loose hub. The surgeon was in a hurry, which is why they placed a new corkscrew and left the defective one as is. After the surgery, the surgeon used a little surgical instrument (forceps) to remove the needle. 1mm at a time, he pulled it out. The patient bled quite a lot after the needle came out. The needle was still attached to the lead wire. Due to using pressure, the needle was deformed. The wound was staunched and bleeding stopped after a while. No stitching was necessary.